Event description:
Device report from depuy synthes reports an event in germany as follows: it was reported that on (B)(6) 2023, the temporary fixation pin inserter from our skyline sieve has apparently been completely broken apart at our zsva and dismantled into three parts. No patient harm. This report is for one (1) skyline anterior cervical plate system temporary fixation pin - inserter. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 a review of the receiving inspection (ri) for sky tfp inserter, was conducted identifying that lot number nw252328 was released in one batch. ¿ batch1: lot qty of (B)(4) units were released on 15 jul, 2020 with no discrepancies. Supplier: norwood medical as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the fixation pin of the lower inner shaft was found broken, for consequence of the broken condition the outer tube and the compression spring fell apart. The reported condition can be confirmed. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. The overall complaint was confirmed as the observed condition of the sky tfp inserter would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.